Event description:
It was reported that an ilet user became stuck on the fill tubing screen during a supply change and had not initiated a rewind while disconnected from the infusion set; an agent guided the user back to the change cartridge workflow and the rewind was completed, after which the user declined further assistance, and blood glucose was unaffected. There were no reported adverse clinical effects. Outcomes included no clinical impact and no alerts or alarms. Investigation included customer interview and troubleshooting with user education. Investigation of this case revealed user difficulty with supply change steps consistent with use error related to the infusion set and cartridge change process, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error.